Event description:
Rn reported that when pt was being moved from the or stretcher to their bed the red-distal lumen broke off. No pt injury, however, was not able to be repaired and device was removed.